Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that their amplitude was currently at 2.6 volts but they are in pain. During the report the patient synced with their patient programmer which showed that the stimulation was off. The recharger shows that the therapy is off. Patient services reviewed how to turn the stimulation on which resolved the issue. They were feeling a tingling in their legs which they get when they turn it up too high so they decreased the amplitude to 2.4 volts. The patient confirmed that their legs are comfortable and they are no longer feeling pain in their back so it appears that the issue is resolved. They are currently not experiencing back pain or discomfort in their legs. The patient noted having a follow up appointment with their healthcare professional (hcp) on the 21st. The patient stated that their back started hurting around christmas time. The patient was not sure they were using their recharger correctly or understanding the icons/screens so patient services reviewed general recharger icon meanings and expectations. The recharger is working as expected and both the ins and recharger batteries are charged. No further complications were reported/are anticipated. Additional information: it was reported that the patient's therapy is turning off by itself. The patient reported during the day her therapy is at 2.4v and if she lays down the settings change to 1.9v and when she wakes up she is in terrible pain and she will charge and the ins will show it charged but it's not relieving the pain. The patient reported she notice the ins is turning itself off. It was confirmed with the patient that the ins is charged 3/4 and their recharger is at 100% on the recharger screen. The patient she is getting all the couple bars. The patient stated she has an appointment with for healthcare provider (hcp) on (B)(6) 2018. No further complications were reported. No additional patient symptoms were reported. Additional information: it was reported the patient had called back and stated that she believes it is her patient programmer that is causing the ins to turn off because whenever she connects to her ins using the programmer is automatically shows it is turned off even when the recharger showed that it was on before. The patient mentioned again that she has been in a lot of pain since this issue. No further complications were reported. No additional patient symptoms were reported. .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the ins was not working and the patient could not see the lightning bolt stim on icon on the patient programmer. The patient tried to reach a manufacturer's representative (rep) but could not, and it was reported that their pain was getting worse they were having a hard time getting out of bed and were unable to sleep. The patient reported meeting with a rep, and states that an x-ray was later taken to check the leads. The patient was told by a nurse that the "wires" looked fine. The patient also stated the rep sent a report to someone but the patient has not heard back from her. The patient mentioned having an appointment with her healthcare provider (hcp) for "shots" in her neck. The patient reported pain and arthritis was through her whole spine, but the ins had helped, however the patient wanted an additional procedure for her neck. It was reported that there was poor communication and poor coupling, so the patient was sent a new recharger antenna and patient programmer antenna. The use of the patient programmer was reviewed. The patient saw the ins was set at 2 volts and stimulation was off. It was reviewed how to turn stim on. The patient was able to see stim was on. It was determined that the patient was accidentally pressing the ins off button when trying to turn stim on. The patient the experienced poor communication with the antenna. The patient reported that in the morning the ins was set to 2.7 volts but in the afternoon it was only 2.0 volts. The patient reported sometimes needing to turn stim up to do housework. The patient reported that the ins would turn off at night, and the patient programmer would show stim as being off and she would have to keep turning it on. The antenna was repositioned and the patient was able to turn on and set intensity of stimulation. It was reviewed that the patient should stay sitting upright for two minutes to program this intensity for the upright position. The use of the recharger was the reviewed. The patient saw there was no coupling but could later get 5/8 coupling. The patient saw the ins was full and reported that sometimes in the evening she would see stim was off. It was reviewed that the patient should date and document any issues that occur after the new antennas are received. It was also reviewed the middle button on the patient programmer should not be pressed. At the end of the call the patient was able to turn the ins on, the patient was feeling much better with stim on, was able to make programmer adjustments, and recharge successfully. Additional information received from the manufacturer's representative (rep) stated the rep was aware of the issue, and does believe there is an issue with stim shutting off. The rep reported seeing this happen in person. The rep thinks there may be a lead fracture, and the patient would need to follow up with her hcp. The patient was directed to their hcp to continue to address the issue of the ins shutting off. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient's ins was turning itself off and they thought the reason for this was that the patient fell around (B)(6) 2017 and then once more between then and now. The rep checked the impedances and found that every electrode was showing >10000 ohms. The rep was not with the patient at the time of the call. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead; product ID: 97740, serial# (B)(4), product type: programmer, patient; product ID: 37092, serial# unknown, product type: accessory; product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she fell at (B)(6) 2017 and again at (B)(6) 2017 and noticed a change in her therapy after that. The patient reported that she had met with a manufacturer¿s representative (rep) at the healthcare provider¿s (hcp) office who told her one of the leads was all zeros, later the patient stated one of the leads was broken. The patient reported that she had an x-ray but that didn't show the broken leads. The patient reported that the hcp did a surgery, trying to replace them and there was a rep there for surgery. The patient reported that she had too much scar tissue and after 4.5 hours, they got one lead in and gave up on the second. The patient reported that during the surgery they turned it on and she felt stimulation from her tailbone around her ribcage that was so bad she screamed, he backed it up but the pain never went away and the rep said she would have to go to the neurosurgeon. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the exact causes of the ins turning itself off and the high impedances were unknown. The patient's physician planned on taking x-rays and possibly performing a revision. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient thinks the cause of their therapy turning off by itself is due to a fall. The patient has just been turning their therapy back on when it turns off. There issue has not been resolved. They have been waiting on their insurance company. No further information was reported.